Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) replaced the sample probe. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable glucose, c-reactive protein (crp), and total protein (tp) results for 3 patient samples on a cobas c 503 analytical unit. The customer was prompted to repeat the samples because they questioned the co2 results. Sample 1 had an initial glucose result of 0.713 g/l, and initial crp result of 0.718 mg/l, and an initial tp result of 21.7 g/l. The repeat glucose result was 1.92 g/l, the repeat crp result was 1.08 mg/l, and the repeat tp result was 59 g/l. Sample 2 had an initial glucose result of 1 g/l and an initial tp result of 36.1 g/l. The repeat glucose result was 1.5 g/l and the repeat tp result was 48.8 g/l. Sample 3 had an initial tp result of 56.5 g/l. The repeat tp result was 69 g/l. No questionable results were reported outside of the laboratory.